Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device was examined and no missing pieces were identified. Root cause undetermined. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was not able to hold the tibial tray with the tibial impactor (p/n: 950501558) during the surgery on (B)(6) 2019 because the plastic claw of the tibial impactor for holding the tibial tray was already missing when the surgeon attempted to use it. The surgery was completed with in a 30 minutes surgical delay and there was no adverse consequence to the patient. No further information is available.